Event description:
Information received from (B)(6) re: asr. Possible revision of pinnacle products, following on from an asr revision. Asr implanted (B)(6) 2005. Asr revised (?) (B)(6) 2013. Additional 'surgery' mentioned on (B)(6) 2013. No other details provided.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product/lot code combination since its release to distribution. The search was not possible for the remaining products as the product/lot code combinations were not provided. No further event information or investigational inputs were provided to customer quality. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.